Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level as the pump was being used with saline and not for insulin therapy at the time of the event. Reportedly, the customer was able to resume deliveries with the pump.